Manufacturer narrative:
The customer contacted physio-control and advised that following the replacement of the installed low battery, normal device operation was observed.  The customer advised that the device has since been returned to service for use.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not conclusively be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. There was no patient use associated with the reported event.